Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was running on battery power and being used to monitor a patient. Staff attempted to shock the patient with 150j and the device delivered a shock. Within 20 seconds, it powered off. Staff powered on the machine again and within 20 seconds the machine powered off again. Second time around there was no request for a shock; the device delivered all shocks requested of it. No harm was caused to patient. There was no adverse patient impact reported.